Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was fractured approximately 94.0 cm from the hub, the outer diameter (od) of the px slim was measured and found to be within specification. The distal shaft was buckled approximately 1.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the distal tip of the px slim was buckled. This type of damage typically occurs due to improper handling during use. If excessive force was applied to the distal tip of the px slim during insertion into a delivery catheter, damage such as this may occur. Lubricity was present on the px slim and od was measured and found to be within specification. The distal portion of the fractured px slim was introduced through the hub of a penumbra system 3max reperfusion catheter (3max) and no resistance was felt. The observed fracture was likely incidental, and may have occurred due to improper handling of the px slim after the initial failure. Px slim devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using a px slim delivery microcatheter (px slim). During the procedure, while advancing the px slim through another manufacturer's guide catheter, the physician met resistance and the px slim became stuck. The physician removed the px slim, then flushed the guide catheter with saline and attempted to advance the px slim again; however, resistance was met and the px slim was removed. The procedure was completed using just the guide catheter. There was no report of an adverse effect to the patient.